Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left donor nephrectomy, while removing the kidney, the end pouch of the device ruptured on the seamline with the donor kidney in the bag. The surgeon struggle to remove the kidney from the cavity and place the organ on ice. The surgery got delay for a minimum of ten minutes.